Event description:
Pt was hospitalized from (B)(6) 2010 - (B)(6) 2010 due to diabetic ketoacidosis. Blood glucose was approx 400 mg/dl on the evening of (B)(6) 2010. Pt experienced a seizure and was immediately transferred to the hospital. Pt received treatment for 2 days and was discharged on (B)(6) 2010. Pt reported the infusion device did not deliver insulin, and there was no alarm or error to indicate a malfunction. Pt changed the infusion set, but this did not resolve the issue. Pt restarted infusion device when he was discharged from hospital, and blood glucose elevated to approx 500 mg/dl that night. Pt continued to use the infusion device and mentioned, in general, his blood glucose is not stable. Infusion device was replaced and requested for eval. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.